Manufacturer narrative:
A review of the lactate sensor trace logs, raw sensor response, full reported results, events log, and aqc results from the rp500e instrument indicates that the lactate sensor was performing as intended prior to analysis of the escalated samples. No lactate sensor errors were observed in the period shortly prior to the analysis of the first escalated sample. Shortly after the analysis of this sample, abnormal results were observed across lactate, pco2, ph, and glucose, abnormal sensor responses were observed across multiple sensors, a ¿d2: excessive drift¿ error was produced for lactate, glucose, po2, pco2, ph, and cl-, and an aqc failure for lactate was observed. These results are consistent with exposure to an interfering substance. Without further information from the customer it is unknown which interfering substances may have been present in this incident. The rp500e sn (B)(6) is performing as intended. A new measurement cartridge was installed and the instrument is operational at the customer site.

Manufacturer narrative:
The customer has replaced the measurement cartridge and is operational with their rp500e instrument. The customer has provided instrument files and investigation is underway. The cause of this event is unknown.

Event description:
Customer reported that they received several discrepant high lactate results for one patient (two samples) compared to retesting of one of the samples on another rp500 instrument. There is no report of injury due to this event.